Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a different permanent cautery hook (pch) instrument (pn 470183-14/lot# n10181226 0025) than the one believed to be involved with this complaint (pn 470183-14; lot# n11210412-0025). Therefore, failure analysis investigations did not confirm the reported failure. The instrument was placed and driven on an in-house system for functional testing. The pch instrument passed the recognition/engagement tests and moved intuitively with full range of motion in all directions. Also, the pch instrument passed the electrical continuity and energy delivery tests. The energy delivery test was performed with the distal tip in various orientation and there was no arcing observed and no thermal damage found on the pch instrument. Fa concluded the instrument was fully functional. A review of the tool usage log for the permanent cautery hook (pch) instrument returned (pn 470183-14/lot# n10181226 0025) and associated with this event per customer reported complaint was performed and the investigation revealed that the pch was not used during a procedure on (B)(6) 2021 as initially reported. Per a review of logs, the pch instrument was last used on a procedure performed on (B)(6) 2021 and had three lives remaining following usage on that date. A review of the site's system ((B)(4)) logs for the reported procedure date of (B)(6) 2021 revealed that two procedures were performed at the site on (B)(6) 2021. The first procedure used a pch instrument with a part number of 470183-14 and a lot number of n11210412-0025. Tool usage logs for this instrument revealed it was not used in subsequent procedures and had 9 uses remaining. The second procedure used a pch instrument with a part number of 470183-14 and lot number of n11210222-0082. Tool usage logs for this instrument revealed it was used in subsequent procedures until no uses were remaining and is not likely the instrument that experienced the reported problem as a result. The two pch instruments identified to have been used on reported event date of (B)(6) 2021 on system (B)(4) have not been returned to isi for evaluation. Isi made multiple follow up attempts in an effort to confirm if the correct instrument associated with the reported incident was returned to isi for evaluation with no success. No response has been received as of the date of this report. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument arced with no evidence or claim of user mishandling or misuse. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a permanent cautery hook (pch) instrument arced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.